Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Through analysis of the device's electronic records, physio was able to confirm that the reported issue occurred; however, the cause of which could not be determined. The customer did not return the quik-combo therapy cable or physio-brand therapy electrodes used during the event for examination. As a precaution, physio-control replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not shock a patient who was in ventricular tachycardia. The customer advised that the patient was initially connected to the device using physio-brand therapy electrodes and a quik-combo therapy cable. Medical personnel tried to shock the patient four (4) times, twice at 200 joules and twice at 360 joules, but they did not feel that the appropriate energy was delivered due to an "abnormal energy delivery" message that appeared on the device's display. Medical personnel then disconnected the physio-brand therapy electrodes and quik-combo therapy cable and switched to hard paddles. They were then able to successfully deliver a 360 joule shock to the patient. A backup device was then obtained and used to continue to monitor the patient; however, no further shocks were required. There were no adverse effects to the patient as a result of the reported issue. The patient was alert and awake following the event.